Event description:
It was reported that during a gastric procedure the surgeon reported while firing a green cartridge the knife blade cut a piece of the plastic into a curly cue. The staple line appeared malformed and the surgeon had to over sew the suture line. There were no patient consequences reported except for time.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.